Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant ctni patient result was not reported to the physician(s). The sample was repeated, which resulted lower. The repeated result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse determined that the lamp voltage was elevated. The cse replaced the lamp, wash probe and the u-seal heating element. The cse checked all probe alignments and the wash probe motor. The cause of the discordant ctni result is unknown. The cse successfully ran a system check and qc. The instrument is performing within specifications. Further evaluation of the device is not required.